Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional later reported "has developed a right ruptured saline implant."

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 b5 d6b h6

Event description:
The device has been explanted and replaced.